Manufacturer narrative:
The implant has not been returned for evaluation, therefore a visual inspection has not been possible. A review of the manufacturing history confirms no non-conformances were identified. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (B)(4).

Event description:
It was reported by the surgeon that the patient requires a revision procedure due to a broken femoral stem.